Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump was not delivering enough insulin. Customer's blood glucose was 252 mg/dl. Customer stated that his doctor advised that his bolus wizard was miscalculating his carb units and carb ratios. Troubleshooting was done. It was found in the alarm history the insulin pump alarmed low reservoir alarm. The customer was assisted in performing displacement test. The insulin pump did not alarm low reservoir. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.